Event description:
The facility's biomedical engineer reported an infusion pump that did not alarm upon battery failure. The biomed stated the event occurred during pt use. A follow up with the nursing supervisor revealed there were no pt injuries or medical interventions.